Event description:
Port catheter broke inside pt 1 month after implantation.

Manufacturer narrative:
Section d. And h.4 - on 05/26/1998, the distributor provided basic information about the involved product and incident which was not available at the time of the initial report. Section h.6 - information most recently obtained from the distributor indicates that the port catheter was placed in the left subclavian vein. There is a precautionary statement in the product insert which states, "the catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and clavicle, whch can cause severing or damage of the catheter."